Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional fracture pattern was found at the radius where the shaft transitions into the hex feature of the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. No definitive conclusion can be drawn. Additional mdrs associated with this event: 3025141-2017-00025: screw.

Event description:
During surgery, the tip of the driver broke off in one of the screws. The tip could not be removed from the screw head so it was left implanted.